Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm occurred during testing. Displacement test could not be performed, due to no button response. The device was also received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, and a cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. The customer tried to deliver a bolus and the numbers would not increase. Customer's blood glucose was not known. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.